Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed elevated architect carbon dioxide results ranging 33 to 35 mmol/l on 5 patient samples. The samples were repeated after recalibration with patient results in the account normal range of 20 to 31 mmol/l. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.